Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the harvester complained the cutter was getting stuck in the canula. When the harvester removed the cutter they realized the wire on the jaw had come loose. They didn't see the wire loose until the cutter was removed. Nothing fell into the patient and the device was removed. The setting was set on 3 during the harvest. They had to open a new kit and the only delay was switching to another device. There were no patient effects.

Manufacturer narrative:
Trackwise #(B)(4). The lot # 3000255299 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 09/08/2022. An investigation was conducted on 09/21/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The shaft of the harvesting device was observed to be bent in two places, one closest to the jaws, as well as close to the base of the shaft. The shaft was also observed to be peeled as well in the areas of the bent shaft. A mechanical evaluation was conducted. A reference endoscope was inserted into a reference cannula until it snapped into place with no visual or physical difficulties. The harvesting device was then inserted into the cannula with no physical or visual difficulties until it reached the part of the shaft that was bent in the center and was unable to be fully seated in the cannula. Based on the returned condition as well as the evaluation results, the reported failures "fitting problem-tool" as well as "material twisted/ bent shaft" was confirmed as well as for the analyzed failure "peeled'shaft" . The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.